Manufacturer narrative:
The device was not returned for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
The device was prepared in accordance with standard procedures, and no abnormalities were observed during preparation, including air removal and product inspection. During the procedure, the balloon failed to inflate, rendering the device unusable. A new device was opened, and the operation was successfully completed. No patient injury was reported.